Event description:
The customer called and reported that there was a collision between the cs300 intra-aortic balloon pump (iabp) and a bed while transferring a patient from one room to another. It was stated that the tubing broke and could not be connected to the iabp. The company representative was informed the iabp had been in standby for 28 minutes and urgently attempted to have them proceed to get a stopcock with a 30/60cc syringe to do manual inflation to help prevent clot formation in folds. After aspiration and indication from them that the balloon was intact, an attempt was made to inflate and only 25cc was able to be pushed into a 40cc sensation intra-aortic balloon (iab) catheter. The company representative was assured that they were connected to the helium tubing on the balloon and a second attempt was attempted, and again, less than normal amount was inserted. At this time, the company representative asked if this was an axillary approach and was informed it was. After giving the FDA disclaimer about off label use, the company representative continued to try and help troubleshoot, and then explained for them to cease and contact the physician immediately because it sounded like there was an issue with the iab catheter placement. They asked the company representative to call back later and when he called back, he was informed that the patient had taken a turn for the worse and intubation was necessary. At this time, the company representative was informed that the actual problem was the connection nipple for the helium which had; in fact, broken off. Subsequently, the patient was reported to be having a computerized tomography (CT) scan done and the catheter had been removed and saved to be sent back. The iabp was taken to the facility's bio-med awaiting evaluation and repair. ***additionally, it was reported that the patient required intubation following inadvertent inflation attempt in wrong port. The customer has not indicated if this patient adverse event is attributed to the iabp. Please refer to mfg report number 2248146-2019-00643 for information on the involved iab catheter.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and was unable to find any evidence of damage to the helium port. The safety disk, condensate removal module (crm) and all other helium related components were all inspected and no leaks were found. In addition, the stm observed "blood detected" alarm in logs but was unable to find any evidence of blood in the unit. Full functional and calibration checks were performed and the iabp operated up to manufacturers specifications and the iabp was returned to clinical service. No further investigation is required. Corrected field: b5. Updated fields: b4, d10, g4, g7, h2, h3, h6, h10, h11.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The customer has not requested getinge service in connection with this event. However, we have been advised that the iabp was sent to the facility's biomed. If additional information is provided, we will submit a supplemental report. Not returned to manufacturer.

Event description:
The customer called and reported that there was a collision between the cs300 intra-aortic balloon pump (iabp) and a bed while transferring a patient from one room to another. It was stated that the tubing broke and could not be connected to the iabp. The company representative was informed the iabp had been in standby for 28 minutes and urgently attempted to have them proceed to get a stopcock with a 30/60cc syringe to do manual inflation to help prevent clot formation in folds. After aspiration and indication from them that the balloon was intact, an attempt was made to inflate and only 25cc was able to be pushed into a 40cc sensation intra-aortic balloon (iab) catheter. The company representative was assured that they were connected to the helium tubing on the balloon and a second attempt was attempted, and again, less than normal amount was inserted. At this time, the company representative asked if this was an axillary approach and was informed it was. After giving the FDA disclaimer about off label use, the company representative continued to try and help troubleshoot, and then explained for them to cease and contact the physician immediately because it sounded like there was an issue with the iab catheter placement. They asked the company representative to call back later and when he called back, he was informed that the patient had taken a turn for the worse and intubation was necessary. At this time, the company representative was informed that the actual problem was the connection nipple for the helium which had; in fact, broken off. Subsequently, the patient was reported to be having a computerized tomography (CT) scan done and the catheter had been removed and saved to be sent back. The iabp was taken to the facility's bio-med awaiting evaluation and repair. Please refer to mfg report number 2248146-2019-00643 for information on the involved iab catheter.